Event description:
It was reported that the patient's stimulation was turning on and off. It was noted that patient feels vibration stop and no pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.